Event description:
Information was received from a manufacturing representative (rep) regarding a patient with an implanted neurostimulator (ins). It was reported that the patient was having open heart surgery and the rep was trying to get the patient's ins turned on prior to leaving the patient. The rep stated they kept getting a telemetry error due to emi. They had tried several times and kept getting the error message. The patient had a pacemaker located about 18" away from the ins. The patient had EKG pads near the ins. The rep indicated the ins was very superficial. The rep could not troubleshoot during the call due to lack of access to the product. No patient symptoms or further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Follow-up was received from the rep reporting that it appeared that the patient's external pacemaker was interfering with the ins and the ability to interrogate it with the clinician programmer. The rep reported that they were able to use a patient programmer to interrogate the ins and turn the system back on successfully. No further patient complications have been reported as a result of this event.